Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by biomedical personnel that the patient had previously been implanted at another center and was sent to the current center for potential transplant workup. The patient has a history of compliance issues and hemolysis with power fluctuations. It was noted that he had been given tpa x4 for the hemolysis with one subsequent head bleed. During the transplant workup he developed signs of hemolysis again with cola colored urine. A decision was made to exchange the lvad with another lvad. At the time of explant, a clot was noted on the rotor.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.